Event description:
It was reported that the patient presented to the hospital for dft testing. When the arrhythmia was induced, the initial therapies did not successfully convert the patient. The patient was externally defibrillated and the arrhythmia was converted. The patient was sent home with a life vest. Subsequently, when the patient returned for additional dft testing, the initial therapy did not convert the patient. A second shock was successful. The device was programmed with all outputs at maximum. No further test were performed.